Event description:
When proximal clasp release was retracted, the treo proximal suprarenal stents did not expand and release. The black clasp release was moved back and forth, cranially and caudally, and then the proximal clasp did release the suprarenal struts and the expanded. Treo main body contra side max min overlap markers were touching - there was no gap. There should be a gap of approximately 4 mm between these markers. Patient outcome - "patient did well despite device problem - no adverse outcome or untoward effects from the treo problem."

Event description:
When proximal clasp release was retracted, the treo proximal suprarenal stents did not expand and release. The black clasp release was moved back and forth, cranially and caudally, and then the proximal clasp did release the suprarenal struts and the expanded. Treo main body contra side max min overlap markers were touching - there was no gap. There should be a gap of approximately 4 mm between these markers. Patient outcome - "patient did well despite device problem - no adverse outcome or untoward effects from the treo problem."